Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The comp rep observed that the iabp failed to calibrate to the iab. The comp rep replaced the fiber optic assembly (part no: 0997-00-1161e) and the luer fitting. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The fiber optic assembly replaced will be sent to the manufacturing facility at (B)(4) for eval. A supplemental MDR will be submitted when add'l info becomes available. (B)(4).

Event description:
The customer reported that prior to use on a pt, the iabp failed calibrate the fiber optic. The iabp was replaced and therapy was initiated. No pt injury was reported.